Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the customer reported that the clip did not form correctly. There were no patient consequences. Unknown how case was completed.